Event description:
It was reported that a spectrum pump would not start with blue slide clamp. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device did not recognize door open. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an upper hook switch was stuck inside. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.